Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. D2a. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: jka d2b. Common device name: tubes, vials, systems, serum separators, blood collection d.4. Medical device expiration date: unknown h.4. Device manufacture date: unknown a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 3 of 5 it was reported while using bd vacutainer® ultratouch¿ push button blood collection set, the luer adapter spun out of the holder during collection of one patient. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd did not receive any samples or photos for investigation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record and retained samples could not be conducted. This complaint has not been confirmed for the unknown lot, for the indicated failure mode: separates during use. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
Report 3 of 5. It was reported while using bd vacutainer® ultratouch¿ push button blood collection set, the luer adapter spun out of the holder during collection of one patient. No adverse impact was reported regarding the patient or user.